Manufacturer narrative:
Device evaluated and tubing found to be broken. No assembly or component-related discrepancies were observed. It appears the tubing may have been cut or pulled to failure; however, the exact cause could not be reliably determined. A sealed unit was also returned and subjected to tensile strength testing. The tubing performed according to specification.

Event description:
The device was being implanted when the catheter cracked. The surgeon implanted a new catheter and completed the procedure without further incident. No pt injury reported.